Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet e-poly 40mm +3 maxrom lnr sz24 cat#ep-108424, lot#755220; biomet selex/magnum mod hd 40mm -3 cat#s031140, lot#686950; biomet r/b rloc lhole shl 56mm sz 24 cat#11-106056, lot#342380; biomet ti low profile screw 6.5x25mm cat#103532, lot#678050; biomet tprlc 133 t1 pps so 12x144mm cat#51-103120, lot#3438268. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03387, 0001825034 - 2020 - 03388.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient said it felt different from the beginning than her right hip (which was replaced a few years before left hip). An x ray revealed the liner had failed. Patient underwent revision surgery approximately 5 years post initial implantation. The liner was found cracked and in pieces and there was metallosis. A new locking ring was opened but did not freely move in the ring loc shell. It was determined that the shell should be removed. Cup cutters were used and shell was explanted. A new g7 shell, liner, and ceramic head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.